Event description:
During a procedure for diagnosis, one of the cups broke off the radial edge forceps inside the patient's lung. The cup was retrieved through the bronchoscope with forceps. The procedure was continued by using another radial edge forceps to obtain the biopsy. The patient's condition was reported as fine after the procedure and the patient was discharged from the hospital.